Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with cystocele repair, rectocele repair, cystoscopy, lysis of vaginal cyst on (B)(6) 2010 due to mixed stress and urge incontinence, vaginal cyst, complete pelvic prolapsed and mesh and elevate were implanted.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with an additional product identified as elevate posterior.